Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that ever since the patient got the implant, when he turns on the device, he can feel a jolt in his right arm and it is somewhat uncomfortable.